Manufacturer narrative:
Manufacturer's investigation conclusion: according to the account, the reported low flow events were due to the patient¿s hypertension. A direct correlation between (B)(6) and the reported hypertension, dizziness, and shortness of breath could not conclusively be determined through this evaluation. The evaluation of the submitted log files confirmed the reported low flow events. The account reported that the patient was admitted to the hospital with complaints of dizziness and shortness of breath (sob). The cause of the low flow alarms was determined to be due to hypertension, and the alarms resolved when blood pressure was controlled. The patient was stable. Their antihypertensive medication was adjusted, and they were discharged. The device operated as expected. The controller event log file contained data from (B)(6) 2021 19:41:44 through (B)(6) 2021 12:35:33. Transient low flow fault flags were captured from (B)(6) 2021 to (B)(6) 2021, resulting in a total of 3 low flow hazard alarms. Most of the observed low flow events also appeared to be associated with elevated pi values ranging from 12.2-12.6. Despite these events, the pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C is currently available. The heartmate 3 lvas IFU, rev. C, lists hypertension as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Section 6 "patient care and management" (under "postoperative patient care") warns that static electricity can cause the left ventricular assist device (lvad) to stop and explains how it can be avoided. Section 6 (under "static electric discharge (esd)") explains that strong static discharges should be avoided. Additionally, the safety testing and classification tables in section c of this document include electrostatic discharge information. Section 7 "alarms and troubleshooting" describes all alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. C, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. Section 1 (under "general warnings") warns the user not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Section 4 "living with the heartmate 3" contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Additionally, the testing & classification tables in section 9 of this document include electrostatic discharge. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 19nov2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with dizziness/shortness of breath and their log files showed low flows earlier in the week. The log files additionally showed that there was a pump off event that appeared to be related to an electrostatic discharge event. The pump was off for approximately 4 seconds and auto reset. Cause of low flows is hypertension and the medication was adjusted.